Event description:
During troubleshooting of an unrelated alarm, it was reported that the home patient (hp) observed air in the line during the initial drain on the home choice (hc). The hp stated they noticed the air bubbles in the lines after they had connected. The hp stated they then disconnected from the set up so they could start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4).as the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.